Event description:
The customer reported the system was displaying a collimator calibration and filament calibration required messages. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded calibration files. System operates as intended. (B) (4).